Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported that after about a month from the date of implant, his body rejected the implantable neurostimulator (ins) and had an infection. Pt states that the ins was removed.